Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal / detachable battery was replaced to address the issue. Additional findings not related to the malfunction are cosmetic issues with rubber feet and the enclosure.